Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/02/2016 and found the inside electrode (back housing of the wbc bath chamber) appeared corroded and the wbc bath was replaced as a preventative measure, wbc recovery was not impacted prior to replacement. The fse also found a partial occlusion inside the probe. The instrument was de-contaminated, the rbc diluent filters and the probe were replaced. The instrument was validated with several startups and controls, all passed within specification. The fse confirmed that no erroneous results were reported out and all samples were sent out for confirmation. The instrument was verified and validated. (B)(6).

Event description:
The customer reported failed platelets (plt) on quality controls (qc) run on a coulter ac t diff 2 analyzer. The customer also reported flagged high platelet counts on patient samples (counts up to 900,000), which were not reported out of the laboratory. The patient data and test results were not provided by the customer. Erroneous patient results were not reported out of the laboratory and there was no change or effect to patient treatment in connection to the event.